Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the intestine for the treatment of biliary stones during an endoscopic ultrasound gastrojejunostomy (eusg) procedure performed on (B)(6) 2025. During the procedure, when the stent was in the intestine, it was not possible to expand the distal flare, and the guidewire got stuck inside the working channel. Both the stent and the guidewire were removed. The stent was removed from the patient partially deployed. The puncture site in the stomach was closed with endo clips there was no patient complications reported as a result of this event. Note: it was reported that the device was intended to be placed during an endoscopic ultrasound gastrojejunostomy (eus g) procedure to treat biliary stones. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
H6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. 11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual inspection identified that the device was returned with the stent partially deployed, with no expansion in the stent first flange and with the guidewire stuck in the delivery system. The deployment hub was not returned. Functional inspection was performed. The stent was manually released and presented slow expansion, eventually the stent did not expand. It was necessary to disassemble the delivery system to identify the torsion (rotational damage) and the sheath was found twisted (outer sheath). No other problems were found with the stent or the delivery system. Product analysis confirmed the reported events of stent failure to expand and device guidewire stuck. The investigation concluded that the additional observed event of handle detached/separated was most likely due to procedural factors as lesion characteristics, handling of the device, and the technique used by the physician (force applied). A review of records for the production lot was completed to identify out of specification conditions for the observed event of stent difficult or slow to expand, stents in this production lot met specifications at the time of manufacture. Furthermore, the stent's expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Therefore, the stent slow to expand events are anticipated, and the axios instruction for use (IFU) provides remediation strategies, such as post deployment dilation of the stent with a balloon catheter. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the intestine for the treatment of biliary stones during an endoscopic ultrasound gastrojejunostomy (eusg) procedure performed on (B)(6) 2025. During the procedure, when the stent was in the intestine, it was not possible to expand the distal flare, and the guidewire got stuck inside the working channel. Both the stent and the guidewire were removed. The stent was removed from the patient partially deployed. The puncture site in the stomach was closed with endo clips. There was no patient complications reported as a result of this event. Note: it was reported that the device was intended to be placed during an endoscopic ultrasound gastrojejunostomy (eus g) procedure to treat biliary stones. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.